Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at follow-up in clinic with the right atrial lead exhibiting noise with several episodes of automatic mode switch. All recorded events on stored electrograms were attributed to lead noise, however impedance and threshold values were stable. The lead will continue to be monitored. The patient¿s condition was stable.